Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient had been hospitalized twice for infections at the pump pocket. The first infection occurred about six weeks prior to report. The patient was hospitalized ten days because of it. The second infection began near the end of december and the patient was hospitalized for five days until (B)(6). It was noted that the second infection was smaller. The patient had been on an antibiotic drip and someone at the clinic had written him a prescription, though the prescribed medication wasn't specified. At the time of report, the second infection was still 'crusty' and hurt. The site was also still covered by a dressing. It was also noted that the patient was scheduled for a refill on the day of report, but wouldn't be able to make it. He rescheduled it for either (B)(6), though he was due for a refill in three weeks from that day. The drug used in this system was compounded morphine and another unknown drug. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.